Event description:
Surgeon was drilling through the proximal tibial drill guide when the tip of the drill bit broke off inside the bone. Surgeon was unable to retrieve approx 1" of the drill bit. Piece left inside of pt.